Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that there is water leakage when opening the package by letting water through. There was no reported patient injury. No other information was provided.

Event description:
It was reported that there is water leakage when opening the package by letting water through. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a crack in the y-site was confirmed as supplier related. The returned sample was found to exhibit the same features as a known issue, and the root cause was determined to likely be within the scope. The returned product was a 19g x 1¿ powerloc safety infusion set. The y-site luer adaptor contained a longitudinal crack traversed from the orifice of the connector to the mold indicator. The crack in the y-site luer adaptor leaked when the sample was flushed. This event was likely related to a known supplier related issue. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11